Event description:
It was reported that prior to a procedure at the user facility, the device was determined to be running on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.